Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc); however did not result in more than 2 seconds of asystole. X-ray imaging confirmed that the lead was out of position. A revision procedure was performed. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.